Manufacturer narrative:
As reported, the optifix straight fixation device deployed broken fasteners while fixating in cooper¿s ligament. Evaluation of the sample finds for significantly bent guide wire and backup tabs. The reported deployment issues are a known result of bent guide wire and bent backup tabs. The components are found to be bent from applied forces when in use in the area of coopers ligament and or the pubic bone. No manufacturing anomies were found. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describes the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3: sample evaluated.

Event description:
As reported, during a laparoscopic transabdominal pre-peritoneal (tapp) procedure, the optifix straight fixation device was used near the cooper's ligament or the pubic bone to fixate the mesh. It was reported that the fastener could not be pierced the tissue and second fastener could not be deployed. Another device was used to complete the procedure. There was no reported patient injury.